Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces and with corroded electronic assemblies. No traces of moisture were noted on the motor assemblies per our visual inspection. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported the insulin pump was exposed to fluid. The mother stated the insulin pump was not functional. Customer's blood glucose was 9 mmol/l at the time of incident. The mother also stated fluid was not present under the lcd display. It was also found the insulin pump would have an unexpected restart and counted to six. It was also found a tone occurred on the insulin pump and the restart procedure would occur again. The mother also reported a battery out limit alarm would also occur. The customer agreed to return the insulin pump for analysis.